Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, when the surgeon opened the pfna-ii blade sterilized product box, it was noted that the box was empty. There was no product in the sterilized box. The surgeon had to use another 95mm blade to complete the surgery. The surgery was not delayed. The event did not require additional medical treatment.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.